Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter the safety mechanism did not act correctly. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: yes, 1st incident was (B)(6) and 2nd incident was (B)(6). 1st issue encountered: after starting an IV on a pt. When pulling out the needle, the needle came out but was unable to remove the needle part from the end of the catheter. Asked another rn to help and she had same issue. Was able to disengage needle from hub with some effort.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 05-apr-2023 . H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 20gx1.00in nexiva device from lot number 3044493. A gross visual inspection displays a slight dent visible near the washer. Through the functional testing, resistance was noted when retracting the needle through the tip shield washer. Metal burrs within the washer likely contributed to the resistance. The needle was able to be fully retracted and the safety mechanism separated from the catheter adapter without difficulty. The reported issue was confirmed. The type of damage observed is likely to be a raw material defect as the location and the shape of the damage are less likely to be caused by manufacturing nor the end-user. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter the safety mechanism did not act correctly. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: yes, 1st incident was (B)(6) 2022 and 2nd incident was (B)(6) 2023. 1st issue encountered: after starting an IV on a pt. When pulling out the needle, the needle came out but was unable to remove the needle part from the end of the catheter. Asked another rn to help and she had same issue. Was able to disengage needle from hub with some effort.